Manufacturer narrative:
(B)(4). Carefusion was able to verify the reported issue. During the initial test, the exhalation module failed the final test for non-conformance with measured peep. Bench testing found one of the solenoids were not working intermittently. Carefusion replaced the blower module and exhalation module to address the customer's reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit would not hold peep. The customer verified that there were no leaks. The patient was intubated and not leaking as well. The customer tried to change the circuit and the problem continued to occur.